Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The fse replaced the pneumatic interface module assembly and performed a full calibration and functional test in accordance with the system¿s respective service manual. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventative maintenance (pm) by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was failing autofill continuously. There was no patient involvement, thus no adverse event was reported.